Event description:
It was reported the customer had a crack on their insulin pump. Customer's blood glucose was over 600 mg/dl. Customer treated their blood glucose with a syringe and insulin. The customer was advised to disconnect from their insulin pump. Customer's mother reported the crack was located by their battery compartment. The customer could not recall how the damage occurred on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The mother declined to troubleshoot for the customer's high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.